Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device was not returned for further evaluation. Therefore, root cause was not determined. However, the customer stated that the unit had been running all night and it was unable to reproduce the issue. The customer was advised to check the fraction of inspired oxygen (fio2) against a meter to see how far off it is, and the customer stated that a field service engineer (fse) would be coming to perform preventive maintenance. Advised the customer that the fse would be testing the unit and would discover any problems with the fio2. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator gave an o2 (oxygen) range alarm. The customer confirmed that there was no patient associated with the reported event.